Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer's mother reported that her daughter experienced the string break when removing a tampon leaving the tampon inside. Her daughter went to the school nurse and the nurse directed her how to manually remove the tampon. She was able to manually remove the tampon.